Event description:
It was later reported by the neurologist that the patient¿s seizures have been evaluated but no additional relevant information was provided. Patient underwent generator replacement on (B)(6) 2015. The explanted generator was received on (B)(6) 2015. Analysis is underway but has not been completed.

Event description:
Analysis of the explanted generator was completed. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results.. The elective replacement indicator (eri) was set. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in myoclonus recently. The device settings were increased from 1.25ma to 1.5ma. The patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.